Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited three watchdog timeouts. These timeouts were related to the s-ICD performing a memory check. A few days later, there was a magnet reset which resulted in the device also logging a bad opcode reset. The patient was noted to have undergone radiotherapy which appeared to be causing these clinical observations. The memory has since corrected itself and the s-ICD remains in service. No adverse patient effects were reported.